Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was unresponsive. At time of report, touchscreen was responsive. Pump system check with tandem technical support found the pump to be functioning properly, there was no reported impact to customer's blood glucose.